Event description:
Liquid bottle is broken when surgeon open the simplexp box.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under n17004.